Event description:
It was reported that the neurostimulator had a low battery. The pt had to recharge her device daily. A change in the progression of the recharging issues was noted to have occurred about one month prior to report. The pt's programming and usage had not changed. Add'l info has been requested, but was not available as of the date of this event.

Manufacturer narrative:
(B)(4).